Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual inspection and investigation is inconclusive regarding the cause of the failure of this device, also since the excess of material of the device where not returned to us for the investigation. This complaint is determined to be indeterminate.

Event description:
After inserting one implant with the systems application instrument the device did not hold the tension. The surgeon removed the implants and used wire for the final closure. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 07/12/2011. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4).